Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A buyer reported that during an intraocular lens (iol) implant procedure, the haptic partially amputated during injection. In the surgeon's opinion, the injector plunger alignment caused or contributed to the event. There was patient contact, but no patient harm. The procedure was completed with a new iol.

Manufacturer narrative:
The sample received did not contain an injector assembly for evaluation for the report of partial haptic amputation while injecting iol; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).